Manufacturer narrative:
: The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The white adjusting suture broke during tension in by hand. Additional information was received via email by the affiliate on 10-19-2015. What type of procedure was this? Acl surgery. Where did the suture break, inside or outside of the joint space? Outside , in the soft tissue. Was the surgeon pulling on the suture with hands (or using snaps)? By hands. If using snaps, or other instrument, provide any details how the device was used. Did the surgeon need another implant to complete the repair? Yes. If another implant was required, was it easy to remove the original implant? It was easy to remove by making small skin incision!